Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2012, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received two celect filters from lot e2855704 on 10feb2012 via the right internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava and organ perforation pertaining to both filters. Patient notes and further alleges experiencing "pain". Per the implant report, two (2) ivc filters placement: "findings: inferior vena cava gram demonstrates patient with a partially duplicated inferior vena cava forming a single intrahepatic inferior vena cava. The intrahepatic inferior vena cava is proximally 4 cm in length. Left iliac vein is noted with to prominent presacral vein communicating lo the right inferior vena cava. Two cook celect inferior vena cava filters were placed in the right infrarenal inferior vena cava and the left infrarenal inferior vena cava as described above". Per a computed tomography (CT) abdomen/pelvis: caval perforation: a 12 strut cook celect was placed february 10, 2012. The tip is at the level of the right renal vein. Grade 2 caval perforation involves the 9 o'clock strut. Grade 3 perforation with organ abutment involves the 2 o'clock strut with the abdominal aorta and 11 o'clock strut with a mesenteric vessel. Tilt: 6.8 degree right lateral and 7.3 degree anterior tilt. Migration: no. Pertinent negatives: none".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, b1, b5, b6, d1, d4, g4, h4, h6 (patient and device codes). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, tilt, pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(6) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.